Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was in the 300 to 400 mg/dl range. Troubleshooting for high blood glucose was performed. Customer experienced thirst, nausea and muscle tightness. Customer was advised to remove the reservoir, rewind the device, reinsert the reservoir and run manual prime with current set. Customer advised insulin did exit which confirms the insulin pump is working as designed. Customer was advised to change out the entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.